Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert from their device. Upon interrogation of the device, high impedance was noted on the left ventricular lead. The device was reprogrammed. The patient was stable.